Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation was inconclusive for the reported material deformation. Based upon the available information, the definitive root cause for this event could not be determined. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen products that are cleared in the us. The pro code for the m.r.I. Low-profile implantable port, hickman single-lumen products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0603880c implantable port allegedly experienced material deformation. The information was received from one source. One patient was involved with no reported patient injury. A 54 years old male patients weight was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0603880c implantable port allegedly experienced material deformation. The information was received from one source. One patient was involved with no reported patient injury. Age, gender and weight were not provided.